Event description:
It was reported that complications were observed with the use of low-dose rhbmp-2 with autograft in the disc space. In this prospective review, pts underwent minimally invasive fusion surgery involving the insertion of percutaneous pedicle screws in the lumbosacral spine, together with interbody fusion. In this pt, a transforaminal lumbar interbody fusion (tlif) procedure was used. Screws and rods were placed after decompression and decortication. The smallest commercially available dose of rhbmp-2 (4.2 mg) was soaked into a collagen sponge. One-third of the total was used per level fused (approx 1.4 mg bmp-2). This was divided into two, with half (0.7 mg) inserted into the anterior disc space with bone graft and the other half (0.7 mg) inserted into the cage along with more local bone graft. No immediate complications were reported. Approx 6 months postoperatively, the pt underwent computed tomography (CT) scan of the lumbar spine to assess the degree of fusion across the disc space. Although the pt was asymptomatic, heterotopic ossification in the neural foramen was observed on postoperative imaging. Preoperative symptoms of severe radicular leg pain had resolved. No postoperative leg pain was reported that could have attributed to the heterotopic ossification seen on CT scanning.

Manufacturer narrative:
(B)(4). Literature citation: mannion, et al. Promoting fusion in minimally invasive lumbar interbody stabilization with low-dose bone morphogenic protein-2 but what is the cost?. The spine journal 10. A review of the device history records cannot be performed without additional device info. Without return of the device for eval or review of the associated CT scans, it is not possible to ascertain a cause for the reported event.